Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered injuries. Injuries and or symptoms include chronic pain, in abdominal area, extreme bladder pressure, abdominal pain, recurrence of incontinence and blood in bowels.